Event description:
It was reported that the right ventricular (rv) lead one day post implant exhibited high rate of non-sustained ventricular oversensing and noise was seen on the rv tip to rv ring. It was also reported that device pocket manipulation could not generate noise and x-ray showed that the rv lead had not dislodged. It was further reported that coagulated blood was found on the rv lead pin, so the rv lead pin was cleaned up and re-plugged into the device and all tested values were acceptable. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: there were two lfp high rate non sustained <(><<)>=217 ms average v-cycle on (B)(6) 2013. (B)(4).